Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated one side of their insulin pump was becoming unglued. Customer's blood glucose was over 300 mg/dl. The customer stated the insulin pump was becoming unglued at the bottom, where the drive support cap was located. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump was received with a broken end cap. Unable to perform functional testing due to the broken end cap. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case at the window display corner, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.